Event description:
Caller tested 3.5 inr on the coaguchek xs system while a comparison lab returned as 2.5 inr. No treatment provided. No adverse event reported. Requested return of suspect system, however, customer indicated he will not be returning anything. Replacements were sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.